Manufacturer narrative:
(B)(4). The device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter and was bloody. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip revealed a partial separation at the collar with kinks in the hypotube located 92 cm and 93cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the catheter failed to cross the lesion. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation at the collar.